Event description:
Boston scientific received information that there was difficulty experienced disengaging the setscrews on this cardiac resynchronization therapy defibrillator (crt-d). It was reported the lead was unable to be removed from the device header. Additional information received indicated the distal pace/sense setscrews had not been loosened. There was no issue removing lead after all the setscrews loosened. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.